Manufacturer narrative:
Added b5, g3/g4, h1/h2.

Event description:
On (B)(6), the patient underwent a cta, which revealed a type ii endoleak.

Event description:
The following was reported to gore on march 30, 2026, from a tgr alert notification. On (B)(6) 2025, the patient underwent endovascular treatment as a planned endovascular procedure for an aortoiliac aneurysm. The patient was treated with the gore® excluder® aaa endoprosthesis and gore® excluder® conformable aaa endoprosthesis. The gore® devices were successfully implanted. The patient was discharged on (B)(6) 2025. On (B)(6) 2025, the patient underwent a cta, which revealed a type ii endoleak. On (B)(6) 2026, the patient underwent a cta, which revealed a type ii endoleak and aneurysm sac enlargement. The aneurysm increased in size by 3mm. On (B)(6) 2026, a coil embolization was performed to treat the type ii endoleak. The procedure involved selective cannulation of a lumbar segmental branch arising from the posterior division of the left internal iliac artery that was feeding the aneurysm sac, followed by deployment of two penumbra coils. Post-embolization angiography and completion aortography demonstrated no further filling of the aneurysm sac. The patient tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.